Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion, the balloon was initially inflated at unspecified atmosphere with no issue. However, during the second inflation, the balloon ruptured at 8 atms. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge catheter with an emerge inner packaging pouch and carrier tube/hoop. The batch number on the returned packaging matched the batch number for this complaint. There was contrast in the inflation lumen and blood in the wire lumen. The inner shaft within the balloon was flattened. The inner shaft was also kinked 2mm, 8mm and 13mm from the proximal weld. Magnified inspection revealed the entire length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. However, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion, the balloon was initially inflated at unspecified atmosphere with no issue. However, during the second inflation, the balloon ruptured at 8 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).